Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/30/2023. An investigation was conducted on 12/7/2023. The acrobat-I stabilizer was returned opened and the other accessories were returned sealed in their packaging. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. An attempt was made to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions by turning the knob clockwise. The flexlink arm could not be adjusted, positioned, and locked into place using the knob while in the locked or unlocked positions. Based on the returned condition of the device and evaluation results, the reported failure "positioning problem" was confirmed. The lot # 3000313502 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer rotating knob cannot be fixed. Flexlink arm led to the failure of the position to lock. Thus, they changed to a new one immediately and solved the problem. There is no delay in surgery or damage to the patient.

Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.